Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced shocks from the right ventricular lead when episodes of supraventricular tachycardia triggered anti-tachycardia pacing (atp) therapy and shock discharge. It was also reported that the patient lost consciousness. After electrophysiology (ep) testing confirmed atrial origin, a new atrial lead and a new superior vena cava (scv) lead were added and the defibrillator was changed to a dual chamber device for better recognition of supraventricular tachycardia. The right ventricular lead is still in use. No further patient complications have been reported as a result of this event.